Manufacturer narrative:
Corrected information provided in b.2., h.2., and h.11. Following submission of the initial report, upon further assessment it was determined that the issue was related to the infusion head not unobstructed and this information does not meet criteria for reporting based on applicable medical device regulations. No further reports will be submitted under mfg report num 1644019-2024-02785. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the infusion head was not unobstructed during the vitrectomy surgery. The surgery was completed after replacing the product with new pack. No patient impact was reported.